Event description:
It was reported that during a da vinci si hysterectomy procedure, a flame was observed on the energy activation cable attached to the monopolar scissors curved instrument. The flame occurred at the instrument end of the cable and resulted in a char on the instrument drape and sterile adapter. Prior to the flame occurring, the surgeon was in cut mode with a power setting of 50. However, the surgical staff observed the cut power setting spike to 100 while the uterus was being morcellated. The power setting was changed back to 50 and the flame occurred during the next activation of energy. The portion of the procedure using the da vinci si surgical system was completed and per the hospital's standard process, the remaining part of the case was completed using traditional laparoscopic techniques. No patient harm was reported.

Manufacturer narrative:
Investigation was conducted by an isi field service engineer (fse) who went onsite and evaluated the system. Testing was performed and the system was found to fully functional and performing to specifications. The fse concluded that the issue experienced by the site was associated with the energy activation cable which connects the device to the electrosurgical generator. As of july 13, 2012, there have been no reported recurrences of this issue at this hospital.